Event description:
It was reported that an ilet user reconnected their dexcom g7 sensor to the pump after a planned disconnection and encountered a ¿dosing stops¿ alert with pairing failing on the ilet, for which troubleshooting included sensor toggle and re-pairing with confirmation of pairing status. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed an intermittent communication failure consistent with an interoperability problem between the ilet and the cgm, with involvement of electrical and magnetic components including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.